Event description:
It was reported that performance data from the ICD device showed new non sustained tachycardia with short cycle which appeared to be noise from nonphysiological source. Lead revision is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. 4- patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2007 and (B)(6) 2009. Weekly pace lead impedance trend data shows an increase for minimum and maximum rv pace= 3888 to 6832 ohms, between (B)(6) 2009 and (B)(6) 2010. Sensing - oversensing. 1 - ventricular nst=160 ms average v-cycle on (B)(6) 2010.

Event description:
It was reported the pacing impedance has been gradually increasing for the past two years, and is now at 2200 ohms. (B)(6) 2010 it was reported that performance data from the ICD device showed new non sustained tachycardia with short cycle which appeared to be noise from nonphysiological source. Lead revision is scheduled. No patient complications have been reported as a result of this event.